Event description:
In this event, customer reported a sharp loud sound from left hearing aid when he was inserting the aid. This was followed by pain in left side of head and ongoing tinnitus. Customer was assessed by hearing care professional (04/29/2024) and left ear was showing some minor conductive decline, as compared to his testing in march. Clinician conducted hearing assessment and tympanometry revealed type b tympanograms, consistent with a conductive component to hearing loss. Also observed was an active ear infection and the customer was prescribed antibiotics to treat infection; consistent with the tympanometric results. The maximum output spl (sound pressure level) from the device is limited by safety limiter. Results of technical investigation: left hearing aid was returned for investigation. Based on acoustic test result, hearing aid is functioning within specification. The maximum gain that the ha can give is only 52.1 decibel and max ospl90 is 111.5 decibel, which is within the device specification. The max output level is low by industry standards and would not be associated with a conductive hearing loss. Internal audiologist evaluation: the type b tympanogram (consistent with a conductive issue) suggests patient has some middle ear pathology, and this was confirmed by his physician. The type b tympanometry result is indicative of the eardrum not moving well, which can often be related to fluid in the middle ear. This condition would act to further dampen the sound during transfer in the ear.

Manufacturer narrative:
Cross-reporting case from australia.